Event description:
A report received from (B)(6) stated an 840 ventilator's graphical user interface (gui) became blank during pt use. It was reported that the ventilator did not stop cycling when the malfunction occurred. The remedial action taken for the pt at the time of the event is unk. No pt injuries were reported. No additional info is available at this time.

Manufacturer narrative:
A covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the graphical user interface (gui) central processing unit (cpu). The ventilator was repaired and remains with the customer. In the event that additional info is obtained, a supplemental report will be issued. (B)(4).